Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump had no power and the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that multiple power reboots were recorded on 01/01/04. The cartridge cap and battery cap were not returned with the pump. A test battery cap was able to be secured to the pump and was used to complete the investigation. The battery compartment was intact; no damage was observed. The pump was exercised for 24 hours with no power losses or rebooting occurring. The pump case was removed and no internal issues were found. Unrelated to the complaint, evaluation revealed that the display was dim/fading/discolored. The complaint of the pump losing power was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.